Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned. A complaints review was completed in february 2014 and in june 2014 for all attune trial instruments, following (B)(4) surgeries, inclusive of the attune femoral trials, articulation surface trials, and the patella trials. Findings of the complaints review prompted dfmea updates where applicable. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Attune shim broke in half. Patient was unaffected. Used different instrument size 8 6mm shim to determine what size surgeon wanted to use. That particular shim was difficult to remove from the tibial base plate. Surgery was completed. One minute delay. No adverse event.